Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("bleeding:menorrhagia (heavy menstrual bleeding)"), headache ("headaches") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) interpreted as hysterectomy),salping. (Bilateral) hyst. (Full) (interpreted as h). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, headache, weight increased and ovarian cyst outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff had essure confirmation test(s) conducted, specify -yes. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received, case become significant, patient demographic, essure indication, start stop date and event injury to herself replaced with pain- chronic, pelvic/abdominal , bleeding- menorrhagia (heavy menstrual bleeding), headaches, weight gain and ovarian cyst were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.